Manufacturer narrative:
Unit received with blank display due to missing battery tube spring. Unit had stripped battery cap coin slot (p). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not start. The customer¿s blood glucose level was unknown. The customer also reported that the battery cap could not be opened. The insulin pump will be returned for analysis.